Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where physician was unable to remove the previous sensor on the first attempt made on (B)(6) 2025. The sensor was inserted on (B)(6) 2024.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt. No further investigation was found necessary. B4.date of this report 22 oct 2025. G3.date received by the manufacturer? 22 oct 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.